Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 513 mg/dl. Customer stated that she is at cmap and her parents were not available to discuss the replacement policy. It was also noted that troubleshooting had been completed previously. Customer treated blood glucose level with a syringe. Customer was advised to have her parents call in for a replacement. Customer was advised that the insulin pump will need to be replaced. No additional info provided.

Manufacturer narrative:
(B)(4). Current it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.